Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k) # k945200.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Excess zinc [blood zinc increased]. Profound and permanent injuries [injury]. Copper depletion [blood copper decreased]. Case description: an attorney reported that his client, a female age (B)(6), used fixodent denture adhesive, form/version unknown and super poligrip, interchangeably beginning in 2006 through 2009 as her denture adhesives of choice and reported the following: excess zinc, resulting in copper depletion, profound and permanent neurological and other injuries. The consumer is unable to perform her normal customary and daily activities and requires constant care and assistance. The case outcome was not recovered/no resolved. Past medical history included: medical history - denture wearer. No further info was provided.